Manufacturer narrative:
On (B)(4) 2011, a bec field service engineer (fse) performed service on the instrument. Fse was unable to locate the source of the leak. Fse stated visual observation showed no trail of fluid. System was primed and no leaks generated or observed. Fse ran full panel of qc and results were acceptable. Instrument fully operational per fse. (B)(4).

Event description:
A customer contacted beckman coulter inc (bec) customer technical support (cts) to report an unknown fluid leak from the hydro. The customer was unable to locate the source of the leak. No injury or exposure was reported.